Event description:
As reported via legal documentation the patient had a bilateral knee replacement on (B)(6) 2008. The patient will require a revision surgery for the right knee in the next 12-16 months. The patient has suffered the following injuries and complications: bilateral knee discomfort, paint, restricted motion, stiffness swelling instability, osteolysis, polymeric wear induced synovitis; left knee varus deformity. As a consequence of defects in the aforesaid components, the plaintiff underwent left sided revision surgery on (B)(6) 2023, with removal of the aforesaid components. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
H6. Investigation results - the revision reported was likely the result of prosthesis wear. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear could not be determined as the device was not returned for evaluation, and images and radiographs were not provided. These devices are used for treatments, not diagnosis. There is no other information available.